Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h3, h4, h6, h10. The original battery pack was returned without the batteries; therefore, a lab battery pack was used for functional testing. Functional testing found the device powered on in both modes when connected to the lab battery. Visual inspection if the interior of the original pack found evidence the original batteries had leaked electrolyte inside of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to device design deficiencies. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that before the surgery the device had no power to turn on. Additional information was later received indicating that this unit had a corroded battery. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Once the investigation is complete, a follow up/final report will be submitted.